Event description:
The customer tested her blood glucose and received a reading of 300 mg/dl using her contour meter. She retested using another meter and received readings between 90-130 mg/dl. The difference between some of the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.